Event description:
It was reported that there were pauses on the ECG with fast ventricular high rate episodes. After opening the pacemaker pocket, an insulation defect was observed on the right ventricular lead. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.